Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pin of the brush came loose from the holder and ended up in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the connection pin of the oral-b flexisoft brushheads came loose from the holder, and ended up in the consumer's mouth. The reporter stated this happened with 2 brush heads from a pack of 4, and it occurred with the second brush head during its second time being used. No symptoms developed (B)(6) 2016 received follow-up: the reporter stated the little pin came loose in his or her mouth with 2 brush heads. No symptoms developed.